Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was report that during an rmt procedure the foot pedal of the smart ablate generator was inside the lab and when moving the magnets toward the table the generator started abating by itself. Foot pedal used in wrong way together with stx. It was recommended the equipment must be installed at least 1.5 meters away from the centre of the magnets. The foot pedal has not been used close to the magnets again and the issue has not reoccurred. A DHR review of serial # g4c-0066 shows the device passed final manufacturing tests prior to shipment to the customer. No similar issues have been identified in the past with this device.

Event description:
It was reported that during an afib procedure, when moving the magnets toward the table, the generator started abating by itself. The foot pedal of the smart ablate generator was inside the lab. The case was completed by moving the foot pedal away from the magnets without any patient consequence.